Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump during the prime. The blood glucose reading was 341 mg/dl. The customer treated with a bolus. The drive support cap appeared normal. The customer's blood glucose rose to 356 mg/dl during the call but he was unable to troubleshoot due to the alarm. He reported that the insulin pump had been exposed to lake water and had alarmed for a motor error at the time of exposure. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.